Manufacturer narrative:
(B) (4). Reason for late submission: discovered during an internal file assessment.

Event description:
The pt came in for a routine refill. The expected residual volume was 4.0; the actual was 4.0. The nurse noted that it was hard to aspirate the contents. When injecting, she saw a large bubble from which they assumed was a pocket fill. They aspirated 25 of the 30 cc injected. The pt had no symptoms related to the event. The pt was admitted for observation. An ice pack was applied to the port area to decrease absorption. The pt recovered without sequela. It was noted that the pt's pump was very shallow and east to fill. It was also noted that upon refill with a new kit, the needle advanced too easily out of the port after aspiration was complete and had to be reinserted into port after new baclofen infused. The device system was used to deliver lioresal.